Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had button error. Customer cannot recall their blood glucose reading. Troubleshoot was performed. Customer said the button error occurred at night. Customer used pen until morning. Customer inserted new battery on the morning but the button error reoccurred. Insulin pump is returning for analysis.

Manufacturer narrative:
No button error alarm noted. Buttons responded intermittently due to moisture damage on button keypad traces.